Event description:
Caller reported a past issue where the battery would not charge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Pump charging issues appeared resolved, and customer was advised to re-contact if issues occurred again. No additional information was provided.